Manufacturer narrative:
The p-cap / reservoir locked properly during testing. Device received with operating currents within specification. Device passed functional testing including the self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with cracked case at the battery tube threads and reservoir tube window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 301 mg/dl at the time of incident and the current blood glucose level was 458 mg/dl. The customer was assisted with troubleshooting. Customer stated that she added that she was taking prednisone and was aware that the meds raises her blood glucose but she claimed that this was the first time her blood glucose reaches 300 mg/dl to 400 mg/dl range. She claimed that her insulin pump was not working properly and wanted it to get replaced. The customer was treated with using the bolus option in the insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not alleging insulin pump for under delivery. Customer stated that drive support cap was normal. Customer reports they did contact their health care professional regarding the high blood glucose. Customer declined to test insulin pump and declined high pressure test and claimed that her insulin pump recognizes blockage since before, it kept waking her up before because of no delivery alarm. The insulin pump will be returned for analysis.